Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the target lesion. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, the 4.00 x 8mm promus element sds was introduced but failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual examination of the returned device noted that the stent was damaged as the profile of the proximal section of the stent was interrupted by both raised and kinked struts. The stent delivery system, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).